Manufacturer narrative:
(B)(4). The device was returned for evaluation. Investigation showed that the two sections of the clamp closed with very little applied force, the locking pin appeared to be faulty, the index knob had no positive lock and was cracked and loose while in the locked position, threads were worn on the large starburst, the rocker arm failed testing. No DHR review was possible as the provided serial number (B)(6) does not appear to be a valid integra identification number. No new lot or serial number was provided during the complaint investigation. The reported complaint was confirmed, as the unit was 16 years old with multiple major issues. Due to the age and condition of the unit, it would be impossible to bring the unit up to current specifications. Recommended discarding the unit and replacing with a new device. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp slipped and caused laceration to a female patient during a craniotomy procedure for excision of brain tumor on (B)(6) 2020. When the patient's head was pinned into the skull clamp, the registrar assisting surgeon went to ratchet the clamp arms shut and the arm continued to slide, not catching on the ratchets. The patient sustained a v shaped laceration central to the forehead. It was reported that the patient was profusely bleeding so the laceration was stapled close. Another mayfield skull clamp was used to pin the patient's head to proceed with the surgery. There was no known delay in surgery. The outcome of the patient is unknown at present. The theatre technician took the first mayfield modified skull clamp that slipped and cleaned it as per protocol. Once clean, the theatre technician tested the ratchet arms which appeared to work okay and were catching on the ratchet.